Event description:
It was reported that there was a brown mark on the filter of a large volume infusor. This was observed after compounding with an unspecified amount of fluorouracil. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: the device was received for evaluation. Visual inspection revealed a brown particle, approximately 0.02 square mm in size, embedded in the material of the stress member plug. The particle was not in contact with the fluid pathway as it was completely embedded. No brown mark was found on the filter. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.